Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: the date of event was not provided. As such, date of event has been populated with (B)(6) 2022. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent a premature ventricular contraction(pvc) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. It was reported the physician noticed a malfunction in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was an issue with aspiration at irrigation port and leakage at the hemostatic valve occurred. The sheath was exchanged for a new one and the procedure was continued. Faulty sheath was immediately replaced with new one. The procedure was successfully completed and there was no patient consequences.

Manufacturer narrative:
On 24-oct-2022, additional information was received indicating the hemostatic valve was the section of the device that broke/separated. The sheath was used on the patient. Air did not enter the patient¿s body. The approximate volume of blood lost was no more than 5ml. Device evaluation details: on 8-nov-2022, the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). It was also observed the luer hub was broken in the union with the tube. This damage could be related to external excessive force however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no non-conformances were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the hemostatic valve separation. Investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: tube (g04134) were selected in relation to the broken leur hub. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).